Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an endoscopic sphincterotomy (est) to remove stones in the bile duct using the subject device, the following event occurred. The papilla was punctured with the device and the wire was placed. Then the device was removed. The wire was left in place. An extraction balloon was pushed into the bile duct over the wire. The black parts were seen at the papilla and it was assumed that the wire was torn off. These parts were recovered with the biopsy forceps. The patient was not injured or harmed. There was no prolongation of the procedure.

Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-07314. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire was not broken off. The results of the component analysis revealed that the black part contained components similar to the ptf coating of guidewire. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.